Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly doing well. The recipient¿s device will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced thin skin due to device extrusion. The recipient presented with inflammation. The recipient was recommended to cease device use. The recipient's device was repositioned on (B)(6) 2000. However, the skin thinned again and the recipient's device was explanted on (B)(6) 2020. The recipient was not reimplanted.